Event description:
It was reported that a user¿s ilet system using a freestyle libre 3 sensor generated multiple urgent low and low glucose alarms and sensor error notifications while contemporaneous fingerstick measurements showed severe hyperglycemia, prompting entry of meter values into the pump and temporary pump removal with caregiver-directed subcutaneous insulin dosing; glucose later returned to range. Symptoms included hyperglycemia of 530 mg/dl. Outcomes included temporary disruption of device use with caregiver intervention and subsequent return of glucose to target. Investigation included review of device alarms and sensor status, user-reported troubleshooting, and calibration with meter value entry. Investigation of this case revealed discordant continuous glucose sensor readings with intermittent sensor errors while capillary glucose was high, consistent with false low sensor values. It was concluded that hyperglycemia occurred with cause unclear, associated with sensor data inaccuracy and temporary device disconnection, with no hospitalization reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.